Manufacturer narrative:
The device was not returned for eval.

Event description:
It was reported that during use the device did not read the pressure correctly. Reportedly, there was no pt complications or injuries. No further details were provided.